Event description:
It was reported that the customer had passed away due to a heart failure. The customer's mother stated that the customer's blood glucose reading at time of death was 1390 mg/dl and that paramedics had removed his insulin pump. The customer's mother also stated that the day before the event, the customer had been sick with influenza. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.